Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During a routine implant of an implantable pulse generator (ipg) the physician was unable to pass this lead. Difficulties experienced were due to the patient anatomy, also stated 'possible hemopneumothorax from the lead'. A new lead was implanted.